Event description:
Device fell out of pt a few days after insertion. Pt was at home and began to bleed. Pt was transfered to the hospital emergency room where the device was replaced. Pt was stable following the event. One pt involved.